Event description:
It was reported that a patient with a spinal cord stimulator was explanted. Insurance authorization for the scs explant had already been obtained. There was no documentation in the chart explaining why the therapy was considered ineffective or providing any additional detail. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. See pe (B)(4) for infection/pump allegations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a pt letter. Pt clarifies the explant and mention of ineffective therapy as "due to the inability to control [their] pain with the stimulator", pt also reports their managing physician presented a few options "that could be more effective" including a pain pump or a different manufacturer's spinal cord stimulator. Pt reports the cause of the ineffective therapy was not determined.